Manufacturer narrative:
Concomitant product: product ID 8780, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, when there was an issue with aspirating cerebrospinal fluid (csf) from the catheter, there was no pump attached yet and no medication was involved. However, injection of contrast showed intrathecal spread. The healthcare provider (hcp) could not get spread of contrast with return of csf through the catheter with a 24 gauge angiocath and syringe through the attached side port. A new needle placement in the catheter was placed again with partial brisk csf return. A new catheter was placed and csf return continued throughout the process and the initial catheter was eventually reused.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8782, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported, to the reporter's knowledge, the patient did not experience any symptoms. In regards to the difficulty aspirating the catheter, the physician suspected that the catheter tip was placed in a loculated area of the intrathecal space. A second catheter was placed and could not be aspirated. The physician discovered that the catheter could not be aspirated at the spinal entry, so a spinal revision piece was placed. The issue appeared to be resolved. At the time of this report, the physician had not reported anything less than an optimal outcome.

Event description:
It was reported that, during an initial implant procedure, the healthcare provider (hcp) flushed with saline, but could not get cerebrospinal fluid (csf) back and was unable to aspirate with a 24-gauge angiocath and a 3ml syringe. The anchor had not yet been placed. The hcp was able to inject saline with ease, but got back 0.2ml and no additional flow. The hcp was going to put dye in to check for patency. It was asked that if this was not done, if they should remove the catheter and ¿start fresh¿. At the time of this report, the pump contained water.